Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was removed from the patient's tooth.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. No link can be established between reported issue and information found during DHR review (batch #1673053). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event, a customer reported that a k-file readysteel file separated. The event outcome is unknown as of this MDR evaluation.